Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI: (B)(4).

Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k150850. This report is number 2 of 4 mdrs filed for the same patient (reference 3006946279-2016-00048 - 00051).

Event description:
It was reported patient underwent a total hip arthroplasty revision procedure of competitor product on (B)(6) 2016. Antibiotic cement spacers were implanted. During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch of five (5) different units. The monomer was dispensed by hand and then used to complete the procedure. There was no patient injury and as a result of the event a delay in procedure of approximately ten (10) to twenty (20) minutes occurred.